Manufacturer narrative:
H3: the tubing was returned to the manufacturer for analysis. The tubing was found to be fully functional with no problem found. It was not possible to verify the reported leak with a visual inspection. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there was a saline tubing leak. The site ran 2 different saline tubing's. 2 lasers were put together in series and then the other 4 in series. When they proceeded to run ablation on the first 2, no issues. When switching tubing to begin the 4 lasers, saline tubing connection leaked. The site noticed the leak at the junction of where tubing's connect with one another. They 'stretched' tubing multiple times and was able to resolve leak after a few tries. The procedure continued with no delay or impact on patient outcome.